Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using (lispro) humalog insulin. Tandem customer technical support informed customer that (lispro) humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge only and resumed insulin.